Event description:
It was reported that multiple occlusion alarms occurred using multiple cartridges. Customer's blood glucose was 191 mg/dl. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Customer reported to have installed another cartridge and no occlusion alarm occurred. Customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.